Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly the pump alarmed for call service 012 for more than three times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 02/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service issue was verified in the black box but not duplicated during the evaluation. Review of black box data found the reported call service 012 alarms after a partial bolus delivery on the reported event date. Using the returned battery cap and a test cartridge cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus exercises were executed correctly without any call service alarms. Pump casing was opened and no anomalies were found with the printed circuit board or the continuous glucose monitor module.